Event description:
It was reported that two devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the first 511sd penetrated the peritoneum, the surgeon noticed that the safety shield did not activate and cover the blade as normal. The surgeon then proceeded to remove the trocar from the sleeve and continued the procedure. The second incident in the case occurred when the surgeon noticed that when he inserted and subsequently removed the 10mm single ligaclip applier, the seal on the trocar cracked. He continued with the procedure by opening another 511sd trocar. There was no consequence to the pt.